Event description:
The reason for call was patient reported in the middle of the night they turned their stimulation on and they barely felt it. Patient said the stimulation went up on its own or something and it was so hard it woke them up and they jumped out of bed. Patient also mentioned they have an inspire for sleep and it seemed like it went to that level and they were wondering if it was talking to each other. Agent asked patient if they were in 0.4 and patient said they didn't physically change but the thing itself was high and it went from barely where they barely could feel it to way high and uncomfortable. Patient turned their inspire off and, in that moment, they decreased the intensity and now they are feeling in their lip like their lip is twitching. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).